Event description:
It was reported that the programmer screen would not respond, even after the programmer head and the stylus were changed out. It was further noted that the programmer would not "recognize" the printer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found.